Event description:
The patient reported that there was hurting and burning around the implant area of the buttocks in (B)(6) 2016. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.